Event description:
It was reported that the reporter was asking for field staff to meet the patient in hcp's (healthcare providers) office. The patient was experiencing retention and was in the hospital sometime around (B)(6) 2013. The patient's daughter turned the ins down to its lowest setting to resolve the issue. The patient was having other medical issues that were now resolved, but hcp wanted a representative to come out for reprogramming to see if the device could be adjusted to a therapeutic setting. Since ins was down to its lowest setting, the patient had been having a lot of incontinence issues. Regarding whether the patient had tried other programs on the ins, it was noted that she had not and he would just like to have some reprogramming done. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v532909, implanted: (B)(6) 2010, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).